Manufacturer narrative:
Reference: voluntary medwatch report #mw5167322.

Event description:
Voluntary medwatch received states that the right atrial (ra) lead exhibited high pacing impedance that exceeded the upper limit. No further information was available.